Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: blind device received in product evaluation lab received on (B)(6) 2019 pm with no complaint information attached and could not be associated with an existing complaint the device was visually inspected and no apparent damage was found. Complaint could not be confirmed since there is no event to compare with. At this point, is not possible to determine a root cause of such damage. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
On 12/10/2019, a 560cc mentor smooth round high profile saline breast implant was received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, it will be conservatively reported to FDA as an event requiring medical device removal from a patient. This report is for device b.